Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2007. The patient had a lesion in the proximal left anterior descending branch. A 3.0 x 18 mm cypher select plus stent was chosen for the procedure. When the physician was placing the stent (during the first inflation) he noticed that there was a pinhole at the proximal end of the balloon. It ws assumed that the stent expanded a little bit because when the leaky balloon was withdrawn, the stent stayed in the correct position and they were able to get a non-compliant mercury balloon to inflate the stent to the appropriate diameter and deploy it successfully.